Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. It was reported that there was no pt/user injury or medical intervention related to this event. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).